Event description:
It was reported that a spectrum iq infusion pump had inoperable speaker. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of 'speaker inop' was reproduced as low audio. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a loose speaker on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.